Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A system displaying the ¿replace generator soon¿ warning message was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is giving the end of life message earlier than the minimum longevity lifespan. Surgical intervention is currently pending.